Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient was treated on the left arm cut by a sharp weapon. The nurse immediately debrided the wound, sutured and bandaged, and took precautions. Two days after the dressing, the patient came to the hospital to complain about the wound pain. He was examined and found that the dressing wound was red, swollen and infected. His wound was immediately removed for sutures and re-treated.